Event description:
Additional information received reported there were open circuits on a few combinations. The hcp changed the programming to use the good circuits and the patient was doing well.

Event description:
It was reported that over the past two weeks the patient experienced a loss of therapeutic effect over the right side of their body, and sometimes on their left side. However, therapeutic effect would come back and be 'good.' Impedance measurements showed greater than 10,000 ohms on all case combos (0-3) with therapy impedances of 14,000 ohms. Bipoles were between 1800 and 3400 ohms. It was noted that the patient's status was 'good' and that the device will be reprogrammed to address the loss of stimulation. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 7482a51, serial# (B)(4), implanted: 2009 (B)(6), explanted: na, programmer model 37642, serial# (B)(4), antenna model 37092, lot# 300710001, implanted: 2012 (B)(6), explanted: na, lead model 3387s-40, lot# v311441, implanted: 2009 (B)(6), explanted: na. (B)(4).